Manufacturer narrative:
On 15 december 1997, follow up information was received from the physician. On 17 april 1997, oral prednisone was prescribed. All interventions prescribed that date were effective. The symptoms resolved on 17 july 1997.

Event description:
A pt received her first treatment on 4/16/97 into nasolabial folds, perioral scars and corners of mouth and scars below the corners of mouth. On 4/17/97, the pt was seen with little bumps at seven or eight injected sites, out of approx 100 acne scars treated. The physician also noted tender papules, one at each nasolabial folds and one at the right temple. Both skins tests were palpable and visible. The physician diagnosed a hypersensitivity and prescribed intramusular kenalog and intralesional cortisone, on 4/23/97, the pt was "100% better".